Manufacturer narrative:
E1: phone (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a cracked battery compartment, and the dso seal was coming off. There was no evidence in the event history log. Functional testing was unable to be duplicated as the reported problem is unknown; however, the device failed the accuracy test. The most probable root cause is the broken battery compartment, and the damaged dso seal. The dso seal and battery compartment were replaced. The expuslor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.

Manufacturer narrative:
Report source corrected. Was previously submitted as ni, but is foreign company representative.